Event description:
The customer reported to philips healthcare that the device indicated "system error". There was no report of pt involvement and there was no adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.